Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanting electro physiologist (ep) attempted numerous sheaths to cannulate the coronary sinus (cs) for a left ventricular (lv) lead implant. Another ep joined and had similar difficulty. The ep was able to find the cs ostium from the femoral approach but was unable to cannulate. A third ep attempted to cannulate from the pocket site. The third ep was able to cannulate the cs and advanced the catheter and sheath. The ostium was very inferior, very posterior with upward take-off. Due to the abnormal take-off, there was marked torqued placed upon the sheath. With contrast injection, it was apparent that this had led to a cs dissection. There were no hemodynamic complications during the case. The patient is enrolled in a clinical study. No further patient complications have been reported as a result of this event.